Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging cable was bent. The customer believes this is causing the pump to take longer to charge. There was no reported impact to the customer's blood glucose level. A replacement cable was sent to the customer.